Manufacturer narrative:
(B)(4).

Event description:
New information states that loss of capture was observed trough remote transmission. The patient was brought into the office for confirmation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable.